Event description:
It was reported that within two days of the implant procedure, the patient presented to the emergency room (ER) with near syncope due to a microdislodgement of the right ventricular lead which led to intermittent capture. The output was increased, resulting in consistent capture, and then the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).